Event description:
Add'l info provided by the surgeon stated that during insertion of an intraocular lens (iol) with an iol delivery system, the iol haptic unfold slowly. The lens titled sideways, rupturing the posterior capsule. This event required a limited vitrectomy. The pt also rec'd steriods. The iol was implanted in the ciliary sulcus with no adverse consequences.

Event description:
A user facility reported a torn capsular bag. More info is being sought.